Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of greater than 200 ohms. The high shock impedances were unable to be reproduced, and there was no noise. The device was reprogrammed and shock impedance measurements were normal and consistent. No adverse patient effects were reported. The device remains in service.